Manufacturer narrative:
The product was inspected and it was found that the buckle is sewn incorrectly. In this incorrect orientation, the buckle will not secure the webbing properly and application of the product to the patient is difficult, which might not provide the proper fit that is required. If the buckle is backwards or does not secure the strap as intended, it could allow unintentional patient release. This could result in the patient injuring self or others. The applicable work instruction for this part number was reviewed and correctly describes the buckle installation process. A process review was performed and material in process is according to requirements. As a precaution, a notification to production personnel was performed. During the final inspection process, there is a functional test capable of detecting this failure, but only a sample is taken. Based on the investigation, it can be concluded that this was an isolated event (operator error), and that there are controls in place to detect this failure. The risk of having release material with this defect should be minimal. Therefore, no corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Customer states that the buckle on the gait belt was sewn on backwards. Making it difficult to use the belt. The date the issue was discovered is unknown and no patient incident or injury was reported.